Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was experiencing high blood glucose levels after coming home from heart surgery. The insulin pump was not removed for surgery. Customer's blood glucose level was 440 mg/dl, it went down to 294 mg/dl, but went back up to 400 mg/dl. She was feeling nauseous. The customer used syringes to treat her high blood glucose level. The high pressure test passed. The device was not returned.